Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended to perform the ground isolation test. If this pass to swap inspiratory module and then to replace the analog interface (ai) printed circuit board (pcb). Breath delivery unit (pcb) printed circuit board. Covidien was not authorized to evaluate the device.